Event description:
It was reported that a patient had poor visual outcomes and limited/no accommodation of the lenses in both eyes. Yag capsulotomy has been performed on both eyes. The reason for the yag was not provided. This report references the patient's left eye. Please reference MDR # 2031924-2014-00251 for the lens in the patient's right eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.